Event description:
During code, defibrillator was set to 200j and charge button was pressed. Upon nurse's first attempt to defibrillate pt the defibrillator did not fire when discharge buttons on paddles were depressed. The nurse looked at the defibrillator display and saw that it still indicated a charge of 200j and was ready. The nurse also verified that the sync indicator was not lit and pressed the charge button again. Upon the second defibrillation attempt the defibrillator fired properly and the pt was converted.